Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper pop off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sodium heparin¿ (nh) blood collection tubes stoppers came off. This was discovered during use. The following information was provided by the initial reporter: material no: 366480 batch no:8345532 it was reported the stoppers come off after collection. Stoppers coming out after collection, not suctioning very well. Last couple weeks, friday most recent.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sodium heparin (nh) blood collection tubes stoppers came off. This was discovered during use. The following information was provided by the initial reporter: material no: 366480, batch no:8345532. It was reported the stoppers come off after collection. Stoppers coming out after collection, not suctioning very well. Last couple weeks, friday most recent.